Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient after a radical cystectomy of the urinary bladder. According to the complainant, when the physician attempted to remove the stent from the patient in 2009, part of the stent broke off inside the patient. The piece was left within the ureter and removed from the patient two days later. The patient was reported to be "doing fine" at the conclusion of the procedure.